Event description:
It was reported that a 72 yo female patient, initial right shoulder implanted in may 2021, underwent a standard reverse with preserve stem revision procedure in december 2024, approximately 3 years 7 months post the initial procedure. The surgeon exchanged the liner to a 36+0 constrained liner due to instability and dislocation. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event and the event is considered resolved. X-rays are not available. The explanted liner is not available for return. The facility is holding the implant. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The cause of the patient¿s shoulder instability, dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. D1: corrected. H6: corrected health effect, medical device, and investigation clinical codes.

Event description:
It was reported that a 72 yo female patient, initial right shoulder implanted in (B)(6) 2021, underwent a revision procedure in (B)(6) 2024, approximately 3 years 7 months post the initial procedure. The surgeon exchanged the liner to a 36+0 constrained liner due to instability. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays are not available. The explanted liner is not available for return. The facility is holding the implant. No device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 300-30-10 - equinoxe preserve stem 10mm (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-31-36 - glenosphere, 36mm (B)(6). 320-35-01 - small glenoid plate (B)(6). 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6).